Event description:
It was reported that pump displayed malfunction code 9 with fault ID 9 ¿ 0x20f1, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump and to call back if malfunction code appeared again, and acknowledged and understood instructions.